Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. The investigation into the difficulty inserting the introducer due to the patient¿s condition has been completed. Per clinical details the cause of the issue was patient condition related. Impella cp with smart assist system instructions for use for the related event are as follows: as noted in the impella IFU: impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: use of impella with transcatheter aortic valves ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ section: warnings & cautions: warnings ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing the risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly after CPR with chest x-ray guidance.¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was experiencing cardiopulmonary arrest was to have an impella cp placed for mechanical circulatory support. It was reported that the impella could not be placed into the left ventricle due to the narrowness of the left chamber of the heart. The impella placement was aborted due to the anatomy of the heart and the device removed. There was no patient harm reported, and this device was removed.